Event description:
When the device handle is depressed, a snapping sound is heard and a small white piece breaks off. No pt consequences. Pt condition reported as fine.

Manufacturer narrative:
Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend relating complaints.